Event description:
The customer observed non-repeatable higher than expected vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected results were reported outside the laboratory. Corrected results were issued and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results occurred from two different patient samples processed on the vitros 5600 integrated system. The investigation determined the vitros 5600 system was operating as intended and no malfunction was identified. It is possible the samples were not processed as recommended by the sample collection device manufacture, but this could not be confirmed. A definitive root cause of the event could not be determined, however pre-analytical sample processing as a possible contributor cannot be ruled out.